Manufacturer narrative:
Information is unknown as this came from a double-blind survey. As reported in exoseal vascular closure devices (vcd) survey the respondent #27 indicated peripheral permanent access site-related nerve injury. There was transient access site-related nerve injury. There was permanent or temporary anesthesia zone at the puncture site. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided and the nature of the complaint, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " nerve injury¿ could not be evaluated. With the limited information provided, since patient related events/conditions cannot be duplicated in a lab, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. Access site related nerve injuries are a possible post-procedural complication and are listed in the instructions for use (IFU) as such. Access site nerve injuries can be related to stick technique as well as proper deployment of the device. Most arteries used in access for angiography and endovascular therapies lie in close proximity to a nerve. The nerve may be injured by needle puncture, or by compression from hematoma, pseudoaneurysm, hemostasis devices, or by manual compression. Without the return of the device for analysis or procedural films, no determination of possible product contributing factors could be made. Based on the information available for review, there is no indication to suggest that the reported incident could be related to the design or manufacturing process of the units. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported in exoseal vascular closure devices (vcd) survey the respondent #27 indicated peripheral permanent access site-related nerve injury. There was transient access site-related nerve injury. There was permanent or temporary anesthesia zone at the puncture site. The device will not be returned for evaluation.